Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the screen wake button was not working. Pump display was accessed after pump was plugged into a power source. Blood glucose was 257 mg/dl. Customer continued to use pump for insulin therapy.